Manufacturer narrative:
Section h11: *the following sections have corrected information: (d1) brand name: impctr hndl. Lot number: 400801008. Catalog number: 321-07-05. Unique identifier (UDI) #: (B)(4). (H3) based on historical complaint investigations, the returned device, and the reported event, the fracture reported in (B)(4) was likely the result of fatigue from numerous impaction forces, which led to crack initiation, propagation, and ultimate fracture at the strike plate-handle interface. (H6) component code: 3195, weld. Type of investigation: 10, testing of actual/suspected device; 4109, historical data analysis.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during an anatomic shoulder replacement at the oaks hospital, the glenoid was prepared as per operative surgical technique. When cementing the glenoid, the implant was placed into correct position in line with the surgical plan, the surgeon was using the impactor handle with tip attached to pressurize the implant while waiting for cement to set. Once the cement had set the surgeon handed the impactor handle back to the agency scrub nurse and the end of the impactor handle had sheared off. No parts of the instrument landed within the surgical site, all parts were put to one side and both surgeon and scrub nurse changed there surgical gloves to continue the procedure. Patient was last known to be in stable condition following the event. No patient/medical information provided. Images attached. Unable to obtain x-rays. Product is available for return.

Manufacturer narrative:
(H3) based on historical complaint investigations, the image of the device, and the reported event, the fracture reported was likely the result of surgical use and subsequent sterilization cycles, which led to degradation and ultimate fracture of the weld at the strike plate-handle interface during impaction. The following sections have corrected information: (d1) brand name: glenoid impactor tip. (D4) catalog number: 315-07-06, unique identifier (UDI) #: (B)(4). (H6) component code: 3195, weld.